Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter valve replacement procedure. There are several potential etiologies for ventricular perforation during a transcatheter valve replacement procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the perforation is unknown but may be related to the mechanisms above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a mitral viv procedure via tf approach a ventricular perforation was noted after valve implantation. Thoracotomy was performed and the bleeding stopped.

Manufacturer narrative:
Additional information obtained indicates this event is a duplication of an the event previously reported in manufacturer report no. 2015691-2021-04022. As such this MDR was reported in error and a corrected supplemental report is being submitted.